Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy issue began at the beginning of (B)(6) (year not specified). The patient reported obtaining a control solution result of ¿103 mg/dl¿ which fell below the accepted range of ¿112.0 and 149.0 mg/dl¿ as printed on the test strip vial. The patient manages her diabetes with insulin (self-adjuster). In response to the alleged issue, the patient reported taking more food and/or drink throughout the month. The patient reported developing symptoms of ¿sweating, hunger and thirst¿ on and off throughout the month, after the alleged issue began. The patient denied receiving any medical treatment due to the alleged inaccuracy issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that that control solution and test strips were stored correctly (per owner¿s booklet recommendation). The csr noted the correct control solution was being used for testing and the correct testing process was being followed. The csr walked the patient through a control solution test and the result was not found to be in range. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.